Manufacturer narrative:
MDR 3002637618-2024-00034 was filed on (B)(6)2024. Correction: (B)(6)2024 the MDR was initially incorrectly submitted as a 5-day initial report. Section g6 has been updated to reflect a 30-day report.

Event description:
The customer reported that their stratus cs instrument produced a false positive troponin (ctni) result compared to retesting of the same sample on their laboratory instrument. There is no report of injury due to this event.

Manufacturer narrative:
Siemens has requested more information and instrument files for further investigation. Investigation will commence once the requested data has been received. The cause of this event is unknown.

Manufacturer narrative:
Siemens filed the initial MDR 3002637618-2024-00034 on 15-apr-2024. Siemens filed the first supplemental MDR 3002637618-2024-00034_s1 on 23-apr-2024. Additional information (16-may-2024): investigation has been completed. A review of the quality control data demonstrated the instrument, and reagents were working as intended. A review of the manufacturing release data for the lot in use at the time of the event. Demonstrated acceptable performance, nothing atypical was observed. The cause of this event is unknown. No product problem identified. The type of investigation, investigation findings, and investigatino conclusions codes in section h6 were updated per the additional information. The system is performing according to specifications. No further evaluation of this device is required.